Event description:
Complainant alleged that during a routine upgrade requested by the customer, the device was unable to power up during functional testing. There was no pt involvement during the reported malfunction.